Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance varies from 38 to 99 ohms the week of (B)(6) 2016; rv and svc impedance track with each other in the daily data. Svc defibrillation impedance varies from 49 to 108 the week of (B)(6) 2016; rv and svc impedance track with each other in the daily data.

Event description:
It was reported that a lead alert was triggered due to high right ventricular (rv) defibrillation impedance and high pacing impedance on the rv lead. The lead was reprogrammed off and the patient was admitted for a lead revision which included checking for implantable cardioverter defibrillator (ICD) and lead connection issues. The lead remains in the patient and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.